Event description:
It was reported that the insulin pump had moisture and condensation in the reservoir compartment. The customer had high blood glucose and the reading at time of the call was 367mg/dl. Troubleshooting was performed and the displacement test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.